Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that unstable angina, hypertension, stent fracture and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with recurrent chest pain radiating to the shoulders and accelerated hypertension. The subject was hospitalized on the same day and cardiac catheterization was recommended. The following day, index procedure was performed. Target lesion # 1 was a long lesion located in the mid left anterior descending (lad) and extending to the distal lad with 80 % in-stent restenosis of a previously placed unknown bare metal stent and was 30 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient presented with unstable angina and accelerated hypertension and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography revealed moderately calcified and diffusely diseased lad, 40-60% stenosis throughout the proximal and mid portion, 40-50% isr at the proximal portion of stent, 95% stent fracture at the area of extreme angulations, 80% isr at the distal stent edge. The 95% isr of study stent located in the distal lad was treated by heart cath with 2.25 x 24 mm promus elite drug eluting stent with 10% residual stenosis. Distal right coronary artery is seen filling via left to right collaterals and this will be managed medically. Three days post procedure, the event was considered as resolved and was discharged on aspirin and ticagrelor.